Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,e2,h6(clinical & impact)

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is blank. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit upon initial inspection verified that unit display was not malfunctioning. The unit display initialized properly in clinical mode. Image generated normal colors, waveforms, and numerical parameters without issue. Reboot the system in service mode and performed screen display test. Verified no damage to pixels. Biomed verified that the unit's issue was intermittent. And would see it when unit was initially turned on. He noted that the unit would correct itself after eventually after being on for a while and/or reboot.as a precaution, replaced the video display kit to resolve any intermittent issues.verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is blank.